Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 4. Per the initial report, home patient (hp) had a system error 2240 (air in the line). The technical service representative (tsr) explained the alarm. The tsr had the caller check for open clamps on unused lines. The hp did not disconnect and there were no leaks. The tsr advised the hp to let the rn know about the alarm. There was patient involvement but no injury or medical intervention was reported. Global product surveillance contacted home patient's (hp) wife on (B)(6) 2011. The wife stated that the hp did a manual exchange the following day. The wife did not notice any defects with the original cassette. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during dwell 3/4 was not confirmed due to a lack of sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was undetermined.